Event description:
The explant arrived, the patient was explanted in 2006. The explant is broken into pieces, probably due to a head trauma. No further information available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.